Manufacturer narrative:
Qn#(B)(4). The sample was not returned, however, the customer provided photos for evaluation. The photos of 040 adaptors, shown without water reservoirs, were reviewed. The adaptors had clear snap caps and clear adaptor bodies. The adaptor on the left side of the image had a snap cap that was low on the adaptor body such that the sleeve and whistle area were not visible. The adaptor on the right side of the image had a snap cap that was high enough on the adaptor body such that the sleeve and whistle area were visible. Device history record review of the reported 003-40 lot 369177 showed two adaptor lots were packaged with water reservoirs: 02g17 and 03g17. Since the adaptor photo received for evaluation did not include the packaging of the adaptor, the adaptor lot number cannot be confirmed. The manufacturing event logs for adaptor lots 02g17 and 03g17 show instances of "snap cap jam up" and "jam up sleeve station". Each "jam up" was corrected by "cleared" and "restart". Process parameters were within specification, qa inspections were acceptable, and package integrity tests were acceptable. Complaint "adaptor does not connect prior to use" cannot be confirmed based only on the provided adaptor photo. Root cause unknown.

Event description:
Customer reported the threading on the adaptor would not connect to the flow meter. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the threading on the adaptor would not connect to the flow meter. No patient involvement reported.